Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported that a customer (a (B)(6) child) received a 'lo' message (readings less than 40 mg/dl) with the use of the adc freestyle libre sensor. The customer was asymptomatic and was incapable of self-treating however, was given "1 sugar cube and 2 cakes" for treatment by a non-healthcare professional. Thirty minutes later, the child "felt he was more around 400" and obtained a subsequent reading of 'hi' (readings greater than 500 mg/dl) and was administered "2 ui of rapid-acting insulin under pump". There was no report of death or permanent injury associated with this event.